Manufacturer narrative:
Qn# (B)(4). The customer returned one swg within its advancer tubing, a catheter and a lidstock for evaluation. Visual examination of the guide wire revealed one kink in the guide wire body in the location over the thumb guide. This portion of the swg would not be protected during shipping, indicating that the guide wire may have been damaged during shipment. Microscopic examination confirmed both welds were present and spherical. The kink in the guide wire body were located at 526 mm from the proximal end. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.805 mm which is within specifications of 0.788-0.826 mm per product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." "Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was advanced through the returned catheter, a lab inventory ars and a lab inventory 18 ga introducer needle. The swg was able to pass through each with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The portion of the guide wire that kinked was over the thumb guide and was not protected by the advancer tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.